Event description:
It was reported by the patient that post-injection at doctor's office, she fainted, developed a severe itch and rash and experienced chest pain. The patient was hospitalized for two days and discharged with benadryl. No additional patient consequences were reported at the time of this report.